Event description:
The customer reported to olympus, during inspection before use the nurse and nurse assistance at the user facility found the ¿light come out from the rod lens and the image was not good¿. The oes elite, high definition autoclavable telescope was replaced with a demo product. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and the evaluation could not confirm customer¿s reported problem or any reportable defect. However, the inspection noted the device has cropped image due to internal broken rod lens. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.